Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Follow-up identified the patient underwent surgical intervention to explant and replace the ipg. In addition, the patient reported she could no longer communicate with the ipg post the incision and drainage procedure (reference MFR. Report: 1627487-2017-04050).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg would no longer communicate with external devices. As such, the ipg was inoperable. Surgical intervention is planned to address the issue.